Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v018104, product type lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 08-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a return of symptoms and saw poor communication on their programmer. The patient reported they saw the health care professional (hcp) who had told them to get in contact with a manufacturer representative (rep) to have the battery checked as they though it was depleted. The patient was redirected to their hcp to further address the issue and provided the patient the phone number for the national answering service to give to the office to invite a manufacturer representative (rep) to the appointment. No further complications were reported at this time. Additional information was received from the patient. They reported that the leads were broken. Plans on replacing the system is scheduled on (B)(6) 2020.